Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-04883.

Event description:
Customer was reporting issues with the sensor alarms. During troubleshooting for calibration error, customer reported low blood glucose of 35 mg/dl. Customer believes the alarms on her device are causing her to go low, since she ate before. Low was explained to the customer. No further information reported.